Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 5/5 was not confirmed and the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 5 of 5. The hp stated fluid was under the machine, and after cycling power and pressing go to start the hp took the set out and could find no leaks in the set. The hp stated all bags were properly connected. The hp would finish with manual supplies and contact their nurse. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The product code is unknown, therefor the 510k number is unknown. The lot number was not provided; therefore a batch will not be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.